Event description:
A surgeon reported that a pt with an intraocular lens (iol) implant has symptoms of glare. The association between this event and the iol is not known. Additional info has been requested.